Event description:
It was reported by the affiliate that (1) 512sd was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket tore. Opened another device to complete the case. No adverse pt outcome.